Manufacturer narrative:
A supplemental report is being submitted for investigation summary. Additional product: h6: the codes present in section h6 correspond to components/products that comprise the reported event 1420-controller lot# serial# (B)(6) h3:yes product event summary: one (1) ventricular assist device (vad) (B)(6) and one (1) controller (B)(6) were not returned for evaluation. The reported low flow alarms event was confirmed via log file analysis which revealed several intermittent suction events within the analyzed period, as well as one hundred (100) low flow alarms logged since (B)(6) 2023. Information provided from the site indicated that in addition to the low flows the patient experienced dehydration. Based on the available information, the device may have caused or contributed to the reported event. Based on the risk documentation, possible causes of the reported low flow alarms and observed suction events may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative cour se. There are possible patient, pharmacological and procedural factors that may have contributed to this event. The reported poor mechanical connection of the driveline cable event could not be confirmed due to insufficient evidence. Based on applicable risk docum entation, a possible root cause of the reported poor mechanical connection event can be attributed, but not limited, to contamination by foreign material of the driveline connector or a marginal driveline connection. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) has exhibited multiple low flow alarms and the patient has been dehydrated. It was noted that the low flow alarms stop when the patient "wiggles the driveline." There were also concerns that the controller had "issues." The vad, driveline and controller remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: d1: heartware ventricular assist system ¿ controller 2.0 d4: model #: 1420 / catalog #: 1420 / expiration date: 30-jun-2021 / serial #: (B)(4) UDI #: (B)(4) d9: no, h3: no, device evaluation anticipated, but not yet begun h4: mfg date: 12-jun-2020 h5: no, h6: patient ime code(s): e1201 h6: imf code(s): f22 h6: img code(s): g04034 h6: FDA device code(s): a1412, a12 h6: FDA method code(s): b21 h6: FDA results code(s): c21 h6: FDA conclusion code(s): d16. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.